Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient underwent a revision procedure for loss of capture (loc) and failure to pace from another manufacturer's left ventricular (lv) lead. During the procedure, the physician implanted a new lead but was unable to insert it into the device header of this cardiac resynchronization therapy pacemaker (crt-p). The physician elected to explant and replace this device to resolve the event. The patient was stable with no additional adverse consequences. The device is expected to be returned for analysis.